Event description:
Patient had a left distal fibula orif secondary to intra-articular left fibular fracture with implant of plate and screws in 2013 who presented to hospital with worsening left ankle erythema and swelling. The patient reported intermediate pain and left ankle swelling since undergoing the procedure. He reported worsening pain and swelling that brought him to hospital. A venous doppler study of left lower extremity revealed no dvt but did indicate complex soft tissue fluid collection at the level of ankle consistent with an abscess. An orthopedics consultation was done with an I&d surgical procedure of left tibia and ankle joint with deep hardware removal performed. The surgeon indicated the patient had an obvious infection and drainage of his left lower extremity. He reported the patient had a previous fixation of a pilon fracture:the x-rays showed the. Fracture had healed according to the surgeon. The patient was started on IV antibiotics during the hospitalization. The patient was discharged home (B)(6) 2015 with wound vac and on IV antibiotics for six weeks via home health. (Hardware removed: plate=synthes distal tib plate 2.7 mm/3.5mm plate qty 1, 02.112.111, 10 screws- synthes screw shanz 5.0 200mm qty 2 294.786, 2.7 locking screw 16 qty 1, 202.216, 2.7 locking screw 26 qty 1, 202.226, 2.7 locking screws 18 qty 2, 202.218, 2.7 cortical screws 14 mm qty 3, 202.814, and 2.7 cortical screw 24 mm qty 1, 202.824). No other information available from the reported infection.